Event description:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 15-nov-2017. This spontaneous case was reported by an other health professional and describes the occurrence of hysterectomy ("essure removal by hysterectomy with bilateral salpingectomy") and salpingectomy ("essure removal by hysterectomy with bilateral salpingectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On (B)(6) 2017, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required) and salpingectomy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arthralgia ("arthralgia"), asthenia ("asthenia"), disturbance in attention ("concentration disorder") and neuropathy peripheral ("peripheral neuropathy"). The patient was treated with surgery and surgery. Essure was removed on (B)(6) 2017. At the time of the report, the hysterectomy, salpingectomy, arthralgia, asthenia, disturbance in attention and neuropathy peripheral outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, disturbance in attention, hysterectomy, neuropathy peripheral and salpingectomy with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-nov-2017 for the following meddra preferred terms: hysterectomy. The analysis in the global safety database revealed 110 cases. Salpingectomy. The analysis in the global safety database revealed 33 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 21-nov-2017 correction: lot number filed updated. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.